Manufacturer narrative:
This device is not sold or marketed in the u.s.; however, it is similar to edwards device model #2800. Carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Unfortunately, no details regarding this valve explant have been provided. The explanted device has not been returned for evaluation. The root cause of this event cannot be determined. However, it was noted that there was no deficiency of the subject device. If the product is returned or if additional information is received, a supplemental report will be submitted accordingly. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a bioprosthetic aortic valve explanted after an implant duration of approximately four (4) months. The reason for explant is unknown. The explanted device was replaced with another edwards valve. As reported, the event was not due to a deficiency of the device. No additional information was provided.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.